Event description:
The patient reported high blood glucose levels (exact bg levels was not provided) that led to coma in 2018. Symptoms reported include vomiting. The cannula reportedly dislodged from the insertion site. Follow up attempts were made to document information regarding the coma. No further information provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Manufacturer narrative:
Correction to b3- date of event from: 2022-10-31 to: 2018-01-01. Correction to d1 brand name from: omnipod dash¿ insulin management system to: omnipod insulin management system. D4 model no from: 18320 to: 19191. D4 catalogue no from: ble-i1-529 to: zxp425.